Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported left side "skin breaks open, multiple seromas and implants tainted." The device has been explanted.

Manufacturer narrative:
The events of "wound dehiscence and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "skin breaks open, multiple seromas and implants tainted".

Event description:
Patient reported left side "skin breaks open, multiple seromas and implants tainted". Status of device is unknown.